Event description:
Customer reported the system will not produce an x-ray or image and displays a communication failed occur. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed and replaced the gib board and adjusted the ps2 voltage to +5.1vdc. Took several images with no errors. Tested system, system operates as intended.